Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual examination of the device found the tubing badly deteriorated and bubbled. The y-port feeding adaptor was not returned. Half of the external bolster was missing. The customer had placed tape around the device proximal the external bolster. The tape was deteriorated and discolored. Upon removal of the tape, it was noted that holes had formed in the tubing. The tube was not occluded. The condition of the returned unit was consistent with the complaint incident that the gastro-dome tubing leaked. The device was placed with a j-tube and it appears the heavy residue between the outer surface of the j-tube and the inner surface of the gastro-dome tubing most likely deteriorated the inner surface of the gastro-dome tubing. In addition based upon the observed damages of the external bolster and the y-port being removed the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an endovive initial placement peg tube (exact upn is unknown) was used during a procedure (the exact date is unknown). According to the complainant, the peg had some bubbles and started to leak. The wife put some plaster on the peg and contacted the hospital. The peg was changed on (B)(6), 2011 with a new endovive initial placement peg tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.